Event description:
It was reported that there was no ventricular tachycardia (vt) alarm at 22:07 on (B)(6) 2025. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Manufacturer narrative:
Analysis was performed by remote service personnel which included remote trouble shooting with the customer and review of alarm strips. The results of the analysis indicate the alarm would occur if the limit was reached 10 times, but not for fewer vts. The complaint was escalated for a technical complaint investigation. A product support engineer (pse) reviewed the alarm logs and configuration files. Based on the log review, only spo2 alarms were noted during the timeframe specified. The pse confirmed the configuration shows the arrhythmia is "off" by default in all the profiles. It can be turned on while monitoring but would default back to "off" after a discharge. Arrhythmia "off" is not the factory default, but it has been configured to be the default for this monitor. When the arrhythmia setting is ¿arrhythmia off¿ or cardiotach, the vtach alarm is not available. ***asystole, vfib/tach, xtachy, xbrady and **high/low hr remain active. This is not a defect or device malfunction, it is working as designed, configured and operated. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the device was configured to arrythmia "off" as the default. The customer was provided information regarding configuration and directed to the product instructions for use for assistance with changing the configuration. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.